Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the tissue pad being separated due to excessive heating due to friction between the grasping section and the probe tip, additional findings were as follows: a part of the element had burned out and there were problems of the coating. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue, the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away, or the coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the thunderbeat 5 mm, 35 cm, front-actuated grip type s had the teflon strip in the jaws became loose. The event occurred during a therapeutic procedure. There was no patient harm associated with the event. The device was evaluated, and it was found that the tissue pad separated. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.